Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The removal difficulty event could not be confirmed as the event occurred in vivo and could not be replicated during device analysis. It is possible that the patient¿s anatomy of a small aortic neck diameter likely contributed to the event. Several kinks/twisting observed on the graft cover may have been due to manipulation/torqueing of the delivery system when removal resistance was felt. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aorto-uni-iliac stent graft was implanted in the patient for the emergent endovascular treatment of a contained ruptured abdominal aortic aneurysm. Vessel morphology was reported as narrowing in the aortic neck (exact narrowing diameter is unknown as this was an emergent case). It was reported that during removal of the endurant aui delivery system a suprarenal strut was caught on the delivery system and the suprarenal strut became malpositioned. The physician inserted an angioplasty balloon and successfully corrected the position of the suprarenal sten apex. There were no endoleaks or any other issues noted. Per the physician the cause of the delivery system catching was due to the patient¿s anatomy, narrowing of the aortic neck resulting in the narrowing of the stent graft. No clinical sequelae were reported and the patient is fine.